Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The usm was analyzed, and the reported error was confirmed and replicated. The usm was tested on an in-house system and failed in normal mode with no related errors triggered. The usm failed the sensors check and sine cycle with error 23008 during testing.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, universal surgical manipulator (usm) 1 had several recoverable errors. Prior to calling in for intuitive surgical, inc. (Isi) technical support, the site had disabled the usm. The isi technical support engineer (tse) reviewed the logs and identified error 23000 indicating usm 1 had a pot overtravel limit on axis 1. The tse recommended the site to perform a hard power cycle on the patient side cart (psc) and exercise usm 1 through the axis 1 limits. The procedure was completing as planned with no reported injury. Isi followed up with the customer and gathered the following information: the site disabled usm 1 and completed the procedure with the remaining usms. There was no injury to the patient.